Event description:
Infant born at (B)(6) gestation now (B)(6) on jet ventilator. Infant self extubated and needed to be provided with (B)(6) pressure ventilation. The neo-tee was used and initially there was difficulty with reaching adequate pressures but felt it was user error. The charge nurse got a new neo-tee and started ppv for the patient. At this time she noted that the peep, despite being turned down was reading 12-15 per her report and would not go below that. She tried another flow meter with the same results. The device was saved and when I became aware of this issue, I tried it on a third flow meter. Initially I was able to obtain good pip's and a peep of 5 but after a few breaths, the monometer needle would not go back down to 5 from the pip provided for the breath. It would return to a range from 10-13 and stay there for an extended period. If I waited long enough, the peep would eventually return to 5. Ultimately I did not know if the arrow on the manometer just stuck or if indeed we were giving higher pressures. Manufacturer response for t- piece resuscitator, neo-tee (per site reporter). Took report and will follow up. Representative states that we purchase from device from med alliance